Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the audio bolus button was under responsive. The reporter stated that the button was damaged and moisture was present in the pump. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: a visual inspection of the pump revealed moisture under the display lens. The audio bolus button cover was missing from the pump and the response issue was not able to be tested. A leak test was performed and a bolus button leak was found. The pump was opened and there was moisture damage found on printed circuit board and cgm board. Unrelated to the complaint, the pump powered on with a cs 006 alarm. There was no cs 006 observed in the pump history. Further testing was not able to be performed due to the recurring cs 006 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.